Event description:
The customer's relative reported that the customer was traveling to the mailbox and unit tipped over. Customer went to the local ER and rec'd (15) fifteen sutures and later released.